Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had reject new battery, unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm, no delivery alarm and no failed battery test alert noted. Motor passed motor test.